Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: 3d image shows the filter in upright position from mid l1 to top third of l3. Axial image shows all filter legs presumably near the tips. The legs are at least tenting caval walls. Perforation cannot be definitively determined for any of the legs based on this single image. Left posterior leg has most likely perforated given it is 3 mm from the caval wall and surrounded by increased density in the intra-aortocaval fat. In case reports and small series, ivc filter leg perforations do not bleed after endovascular filter retrieval and based on provided imaging, it is highly likely this filter can be safely removed from an endovascular approach. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority ends up in successful filter retrieval. There are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes. The appearance of filter struts tenting or penetrating the ivc wall is a common finding on CT performed before filter retrieval. Ivc filters with these findings can be removed safely and should not be a contraindication for ivc filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
As prevention of pulmonary embolism due to dvt, the physician implanted gunther in ivc on (B)(6) 2013 without problems. The patient complained lumber pain and visited another department of the hospital (dvt had been already cured by this day). There patient's body was checked, but no conclusive observation was made and thus, the effect of gunther implanted in march was worried then. CT image was checked and confirmed that the leg of gunther perforated the ivc wall. As the physician has never experienced retrieval of gunther and also the risk of complication is worried, it is planned that no intervention/retrieval will be performed at this facility. He will ask the second opinion of the physician at another hospital. Additional information received 06aug2013: the date when the CT image was taken is (B)(6) 2013. Additional information received 10sep2013: on (B)(6) 2013, the patient visited the hospital complaining that lumber pain had still continued. He asked the physician to retrieve the implanted gunther which seemed to be the cause of the pain somehow claiming he could even accept surgical operation. However, the trauma department physician at the hospital judged that the surgical operation was too difficult to perform at this hospital as the gunther was implanted in just back of the liver. Therefore, the physician now plans to introduce another hospital where the operation seems to be possible to the patient. Nevertheless, the patient takes pain relief medication continuously and is monitored at the moment. Patient outcome: no intervention performed. Patient did not recover.